Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported difficulty could not be determined. In this case, it is likely that the xience skypoint sds interacted with the nc trek neo bdc during advancement/manipulation due to the reduced clearance in the guiding catheter and became entangled with one another, resulting in the reported difficulty; however, since the devices were not returned for analysis, a conclusive cause cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 and d10 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat lesions in the left anterior descending (lad) and first diagonal arteries. After pre-dilatation with a non-abbott balloon, the 2.5x15mm nc trek neo balloon dilatation catheter (bdc) was advanced to the bifurcation of the lad; then the non-abbott balloon was removed. A 2.25x12mm xience skypoint stent delivery system (sds) was then attempted to be advance to the first diagonal; however, the sds became stuck in the guide catheter. Therefore, the guide wire, sds and bdc were removed with resistance. There was no adverse patient effect and no clinically significant delay reported in the procedure.